Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping in a laparoscopic cholecystectomy, the clips malformed. To resolve the issue, a new clipper was used. There was no patient injury.